Event description:
Patient got stage 2 pressure injury over sacrum and both buttocks (redness with small blisters) after long procedure (internal fixation of maxillary fracture 8 hrs). Or table used was maquet meera. Manufacturer reference # (B)(4).

Manufacturer narrative:
The complaint database was reviewed concerning similar complaints for the affected model. No similar complaints or comparable incidents were registered. The affected or table (B)(4) EU without auto drive, sn (B)(4) is in clinical use for over 2 years and no complaint was registered for this device until now. Pressure marks can be caused by various influences (long duration of the surgery, positioning of the patient, high bmi, intraoperative compression of large blood vessels, intraoperative hypothermia, intraoperative low blood pressure). We suspect that a combination of some of these unfavorable factors has been present in this case and caused the described injury. An extended duration of the surgery in a position, e.g. Supine position, lasting more than 7 hours are high risk factors for developing pressure marks. In the IFU the user is warned concerning the risks related to patient positioning as follows: "warning: risk of injury: improper patient positioning may cause health damage (e. G. Decubitus). Position the patient correctly and keep under constant observation." Getinge-maquet provides product failure investigation, analysis and resolution for the device described in this report.